Manufacturer narrative:
The customer reported leaking at the lower fitment of the pump segment and returned a photo and a sample of material 11532269, lot unknown. Upon initial visual examination, the set confirmed the photo and the failure reported. There is a cut in the silicon tubing at the lower fitment. The root cause for the tubing cut could not be verified or traced to the manufacturing process. There is a possible root cause of clinical practice, and a member of our clinical team was notified. A device history record review could not be performed on material 11532269 because the lot number is unknown. This incident has been added to our database of re.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking the following information was received by the initial reporter with the following verbatim. The second incident was with bd alaris pump infusion 0.2 micron filter tubing ref (B)(4). The leak is at the bottom of the safety clamp on the pump segment of the tubing. See picture below.